Event description:
A customer contacted global technical service regarding a check heater line alarm that occurred on the home choice (hc) during unknown cycle last night. The baxter technical service representative (tsr) explained the alarm and the home patient (hp) stated they tried changing the bags out. The tsr explained the hp should never just change the bags out. The hp needed to change the whole setup, bags and cassette. The hp stated they did that too. The tsr suggested the hp call back when they were having an issue so baxter could trouble shoot. The hc was operational. The solution to this issue was provided over the phone. There was patient involvement but no injury or medical intervention was reported. Product surveillance contacted hp on (B)(4) 2012 regarding the a check heater line alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp stated that the lumen on the heater bag was blocked. The hp understood that he should not reuse supplies and always starts over with new supplies now. Per hp, there were no other defects on the supplies. Hp stated that he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who replaced solution bags but not the cassette while troubleshooting a check heater line alarm. The cause was undetermined. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.